Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review will be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set had a cracked and leaking filter. This was identified during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was not returned; however, a retention sample was evaluated. Visual inspection was performed with no issues noted. Gravity testing was performed and solution correctly flowed through the device. The reported condition was unable to be verified for the retention sample. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.